Event description:
It was reported that during the procedure in the heavily tortuous left anterior descending artery, pre-dilatation was performed followed by advancement of a 2.5x23 rx xience prime stent delivery system. The curvature of the vessel was 90 degrees and as the stent system crossed the lesion, resistance was felt. The distal segment of the stent flared and a dissection occurred. Two xience prime stents were successfully deployed in the distal and proximal segments of the artery to treat the lesion and the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device will not be returning and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.